Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up remotely on 3 aug 2021. During interrogation of implantable cardioverter defibrillator (ICD), it was noted that there was oversensing on the right ventricular channel and there was latent qrs activation. It was observed that the ICD identified the issue as non sustained rv oversensing due to the tissue latency. This is not a device malfunction, but a timing issue caused by a specific patient conduction issue. The programming changes were recommended but were not performed at this time. The patient was in stable condition.